Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to infection and high blood glucose with blood glucose in range of 400 mg/dl to 600 mg/dl and target range of 220 mg/dl, current blood glucose level was 300 mg/dl as they gradually lower the readings to a better level. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.